Manufacturer narrative:
Patient identifier, age and weight are unknown. However, patient over 18 years old. Event date is unknown. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4) - (misaligned). A visual examination of the returned device found that the jaws opened in a l position and the clevis was bent. Functionally, the device closed to specification, but failed to open within specification. The curves were measured; one of the two curves was out of specification. The condition of the returned device was consistent with the complaint that the jaws were misaligned. The most probable root cause is manufacturing due to the improper curve forming. A labeling review was performed and no anomaly was found. (B)(4).

Event description:
It was initially reported to boston scientific corporation that a radial jaw 3 gastropediatric single-use biopsy forceps was used during a biopsy procedure. According to the complainant, during the procedure, the jaws were misaligned when the jaws/cups were opened and closed. The procedure was completed with another radial jaw 3 gastropediatric single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed a reportable event based on the investigation results; clevis bent.